Manufacturer narrative:
Update sections b1 and b7. Per medical records received, the patient presented with worsening signs of chf. Echocardiography demonstrated slightly reduced ejection fraction (45%) with mean gradient of 50 mmhg across the sapien 3 valve in the aortic position.  After further work-up, the patient was diagnosed with symptomatic aortic stenosis related to degeneration of a bioprosthetic valve with acute-on-chronic systolic and diastolic congestive heart failure; it was decided that the best option for the patient was a redo aortic valve replacement.  Per the surgeon observations, on visual inspection of the thv, the valve itself appeared well incorporated with endothelial tissue. There was no evidence of active infection. Inspection of the valve leaflets demonstrated what was most likely a chronic organized thrombus on the noncoronary (ncc) and right coronary cusps (rcc). The ncc and rcc were limited in their excursion, most likely related to chronic thrombosis. The left coronary cusp leaflet moved freely. After carefully explanting the valve, a 23mm magna ease valve was seated without difficulty and good result.  The patient tolerated well the procedure and was transferred to intensive care unit in stable condition. Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valves (thv). Thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Anticoagulation therapy must be evaluated patient by patient. The cause for valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or turbulent blood flow in and around the prosthesis.  Several factors can cause development of thrombosis, including: inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g., systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. Thrombosis is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Since the mechanism of thrombotic deposition on bioprosthetic heart valves is not fully understood, the cause cannot always be confirmed. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The cause of the prosthetic valve thrombosis cannot be determined, however, it may be related to patient factors (e.g. Chronic renal insufficiency, as). A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI number: (B)(4). Investigation is ongoing.

Event description:
As reported, approximately 2 years post transcatheter aortic valve replacement (tavr) procedure with a 23mm sapien 3 valve in the aortic position, the valve was explanted and replaced with a surgical valve.  The reason for the explant is unknown at this time.